Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device evaluated by manufacturer: a medtronic representative went to the site to test the equipment. Testing revealed that the cmos battery was replaced to restore functionality. The navigation system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000485, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that upon performing system check out for another case the manufacturer representative (rep) noticed the system's mobile view station (mvs) was unable to boot up. No patient present.